Event description:
Reporter reported via our distributor that the expiratory port of an rt100 adult breathing circuit was defective. No patient consequence was reported.

Manufacturer narrative:
Electrical tests were performed on the heaterwire of the returned breathing circuit. Results: the heaterwire in the inspiratory tube of the breathing circuit was an electrical open circuit. Electrical testing indicated a broken connection between the heaterwire and one of the heaterwire pins. A lot check revealed no other similar complaints for this lot number. Conclusion: electrical open circuits in heaterwires are often associated with improper crimping of the heaterwire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of open circuits on adult heated breathing circuit heaterwires has a rate of occurrence worldwide for the past year to the end of august 2008 of 0.0025 %.